Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having unexplained high blood glucose of 315mg/dl, and he was treated with the insulin pump and manual injections. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. The customer called back and stated that the insulin pump was not delivering the insulin, and his glucose level went up to 400-500mg/dl. The caller stated that the drive support cap was flush. Reviewed the alarm history and found low reservoir and auto off alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.